Event description:
The customer reported that the housing of the footswitch was damaged, the foot pedal port got pushed into the machine. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: circuit board was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, the housing of the footswitch was damaged. The device evaluation found that the circuit board was damaged. In addition the unit was missing two legs, and there were minor scratches and dents on the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.